Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the device was overheating, and the plastic insulation tip burned. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: the investigation was completed, and it was observed that a good portion of the plastic covering the "cold" jaw boot was detached and looked as if it had been torn off. It was observed that the detached cold jaw boot had a residual burn mark from the tri-heater assembly on the serrated section of boot; complaint is confirmed for plastic insulation tip burned. A lhr review was completed for the product, there was no nonconformance associated with the lot number.